Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had free flow a liter of fluids. Any patient involvement, injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that this record is a duplicate of (B)(4) and this record has been submitted to the FDA. A supplemental MDR will be required to remove this from the FDA database.